Event description:
Per the clinic, the patient experienced a sudden performance decrement and pain resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results for a patient on the inform system within 10 minutes: 307 mg/dl and 131 mg/dl. Reading of 307 mg/dl was taken with a venous sample; reading of 131 mg/dl was taken with a fingerstick sample. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.